Event description:
Patient was having brachytherapy for the endometrium receiving a dose of 8gy in one fraction as opposed to 8gy per 2 fractions as per hospital protocol following an external beam dose of 45gy in 25 fractions. The user saved a treatment plan as a library plan, the total plan is stored as a library file, but without the number of original fractions. If a library plan is used, the number of fractions should be added. Patient had a CT scan with applicator in-situ, this was used retrospectively to calculate doses to rectum and bladder. These were within tolerance, and ano increase in toxicity is expected according to the user.

Manufacturer narrative:
In addition to procedural improvements by the hospital, nucletron prepared a software change which prevents that users can use library plans without the intended fractions.